Manufacturer narrative:
Concomitant medical products: 6940-52 lead, implanted: (B)(6) 1999; 6945-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sixty cycle interference was observed on cardiac resynchronization therapy defibrillator (crt-d) stored electrograms. The device remains in use. No patient complications have been reported as a result of this event.